Event description:
It was reported that a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was performed. Following transseptal puncture, a 6f pigtail catheter was used to cannulate the laa, and a watchman double curve fxd access system was advanced in the laa. Contrast injection was performed to verify diameter measurements and morphology of the laa for device size selection. The pigtail catheter was removed, and a 31mm watchman flx laa closure device was selected. After formation of the flx ball, the closure device was maneuvered and deployed into the laa. The physician was unsatisfied with the closure device positioning; thus, the closure device was recaptured and redeployed with two additional attempts. On the fourth deployment attempt, the flx ball appeared to take a more anterior trajectory. Upon deployment of the closure device, the closure device appeared to have an abnormal shape, and was fully recaptured. The patient then experienced hemodynamic changes by anesthesia, and a laceration of the laa posterior wall, pericardial effusion, and cardiac tamponade was noted. Pericardiocentesis was attempted, but this was unsuccessful. The case was aborted, and open chest surgery was performed to suture the laceration of the laa posterior wall. Following the repair of the laa posterior wall, an atriclip was applied to the laa. The patient ultimately died due to an inability to fully repair the trauma to the laa as the loss of blood from the laa could not be mitigated.